Event description:
It was reported to philips that the system could not start up properly. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and review of the system logs found that the host pc could boot up but displays a black screen. The fse restored power to the screen after a system shut down and restart. After the power was restored to the screen, the system was returned to use in good working order. The codes were updated based on the investigation outcome.